Event description:
In may 2004, the pt reportedly was seen at the clinic for initial stimulation appointment. The pt's external equipment reportedly did not link with the device. In may 2004, the pt reportedly was seen at the clinic for device evaluation. External equipment was exchanged and programming adjustment was made. However, the pt's external equipment did not link with the device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.